Manufacturer narrative:
(B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of 1 device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection found the envelope seal and cannula to be intact while the circular seal was disengaged from the device. Functionally the device passed an air leak test. Replication of the observed damage may occur as a result of rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
User facility listed in initial reporter. (B)(4). Patient information not provided. UDI not provided. Re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a ladg, when surgeon inserted a gauze into the patient's abdominal cavity through the trocar, the seal of the trocar fell off into the cavity. The surgeon used forceps at the time of the event. UDI number is not available. The status of the patient: no problem. The patient age is not available. The patient weight is not available.